Event description:
The customer originally reported to customer service that her pump would not power on with the power cord. Upon receipt at medela the transformer housing was found to be breached and the prongs were sunk into the housing.

Manufacturer narrative:
A replacement power supply was sent to the customer. A product evaluation confirmed that the housing was breached, exposing internal electronics, which is a safety risk. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers ware being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. A visual examination of the power supply revealed the transformer housing is breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in for testing due to prongs being damaged.